Manufacturer narrative:
The catheter referenced in this report was returned to siemens for investigation. During visual inspection, the investigator found peeling at the interconnect area of the catheter. This was due to operators' mistake during phase4 final assembly. The catheter engineer retrained the operator to prevent this issue from reoccurring. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Visual inspection of the device showed the coax cable was kinked next to the strain relief. During system test, the investigator found a recognition error and not image artifact. The recognition error occurred due to the damaged coax cable. The possible root cause of the coax cable damage is likely do the ptfe tape. The tape was moved back from s/r and this caused friction with the shield when bending the coax cable. Relevant operators were retrained for cabling and rework. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
Siemens medical solutions, USA, inc. Received a medwatch report # (B)(4) with the following event description: "catheter was inserted into the patient and then discovered no image was present on the monitor. After checking all connections it was determined that the catheter's electrical interface was damaged. A new catheter was substituted and found that I's interface surface was also delaminated at the edge. It was pushed flat into proper position and inserted into the cable. An image was verified and catheter was inserted into patient with no further problems." Siemens followed up with the initial reporter but was unable to provide additional information.